Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively. The customer's blood glucose was 286 mg/dl. The customer stated that he was trying to deliver 8 units of insulin via bolus and got to 3 or 4 units before the insulin pump alarmed no delivery. He reported that he tried using another insulin pump and the delivery worked. He was advised that there seemed to be an issue with the insulin pump's force sensor. He stated that the old insulin pump he had was able to push through the same reservoir and infusion set, but this insulin pump alarmed no delivery. The customer was advised to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.